Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
The clinician reported that, 1 week after the dental implant was placed in patient's mouth ada 12, poor bone quality was observed. Mobility, bleeding, and inflammation were present. It was reported that there was inadequate bone to support the implant placement and a sinus perforation contributed to the event. This device will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that, 1 week after the dental implant was placed in patient's mouth ada 12, poor bone quality was observed. Mobility, bleeding, and inflammation were present. It was reported that there was inadequate bone to support the implant placement and a sinus perforation contributed to the event. This device will be forwarded to the manufacturer for investigation. There were no reported complications.